Event description:
Tsh value does not fit clinical picture of the pt. Tsh result is 20 uiu/ml. The investigational unit confirmed the elevated tsh value, however, the elevated result measured by the investigational unit was 13.71 uiu/ml. If add'l info received, appropriate notification will be provided.